Event description:
While using driver tip, the tip broke off. It is believed the tip is inside the glenosphere. Drivers are not designed to be implanted in the body.

Manufacturer narrative:
This is the initial report submitted regarding this surgical event and medical device.